Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose with blood glucose was over 800 mg/dl. The current blood glucose is 238 mg/dl. The customer had issue with heart and had to get triple bypass and they had adenomectomy neuropathy. The insulin pump was not working due to damage. The insulin pump will not be returned for analysis.